Manufacturer narrative:
A ge service representative performed an on site investigation. The software was installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system would not boot and had a corrupt file system error. There is no report of injury or death associated with the event described in this complaint.